Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the technician replaced the device's power cord due to a connection issue. The connection issue was believed to be internal to the power cord. There was no visible electrical or thermal damage reported. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.